Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage") and genital haemorrhage ("heavy and prolonged bleeding") in a (B)(6)-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device malfunction "right tube was not able to insert coil/right implant device malfunctions". The patient's past medical history included gravida ii, parity 2 ((B)(6) 1998 and (B)(6) 1999) and sinus operation. Previously administered products included for birth control: ortho-novum 35 from 2005 to 2006; for contraception: femcon. Concurrent conditions included obesity, fibroids, ovarian cyst, myelitis transverse, multiple sclerosis, chronic sinusitis, sinus disorder, ear pain, hemianaesthesia, complex ovarian cyst and endometrial disorder. Family history included colon neoplasm (father), diabetes mellitus, hypertension, colon cancer and hyperlipidemia. Concomitant products included anaesthetics (anesthesia) and ibuprofen (motrin) from 2010 to 2018. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient started aygestin at an unspecified dose and frequency. On the same day, the patient experienced device breakage (seriousness criterion medically significant) with pelvic pain. In (B)(6) 2010, the patient experienced genital haemorrhage (seriousness criterion medically significant) and dysmenorrhoea ("extremely painful menstrual cramps with rectal pain / dysmenorrhea (cramping)"). On an unknown date, the patient experienced abdominal pain ("abdominal pain / sharp left side pain"), proctalgia ("extremely painful menstrual cramps with rectal pain / sharp rectal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia);"), adnexa uteri pain ("mild ovarian pain (before, during, and after menstruation)") and complication of device insertion ("right tube was not able to insert coil/right implant device malfunctions"). The patient was treated with medroxyprogesterone. Essure treatment was not changed. At the time of the report, the device breakage, vaginal haemorrhage, menorrhagia, adnexa uteri pain and complication of device insertion outcome was unknown and the genital haemorrhage, abdominal pain, proctalgia and dysmenorrhoea had not resolved. The reporter provided no causality assessment for complication of device insertion with essure. The reporter considered abdominal pain, adnexa uteri pain, device breakage, dysmenorrhoea, genital haemorrhage, menorrhagia, proctalgia and vaginal haemorrhage to be related to essure. The reporter commented: (B)(6) 2010-the left tubal ostia were lined up with the hysteroscope and essure was placed through the tubal ostia and deployed without difficulty. The hysteroscope was then lined up with the right tubal ostia and the essure was placed in the right tubal ostia without difficulty, however during the deployment process the spring hung up and the essure could not be retracted. Eventually, the majority of the spring and deployment device were removed with a small amount being left in the tubal ostia. On inspection, it appeared to be mid center spring snapped as well as tearing of the sheathing apparatus. Then filshie clips were placed bilaterally across the tubes and laparoscopic tubal ligation with filshie clips done. (B)(6) 2010 it was mentioned that received defective essure (B)(6) 2010. Plaintiff continues to experience these symptoms and is currently exploring her options for the removal of the essure device. In (B)(6) 2010-left tube was positive, occluded. Right tube was not able to insert coil. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Ultrasound scan vagina - on an unknown date: unilateral occlusion (left tube occluded) 1 ½ weeks postoperative hysteroscopy left essure placement with btl on (B)(6) 2012 patient had m.r. Imaging resulted in minimal manifestations of ms in the brain on MRI with a few scattered areas of deep periventricular focal abnormal white matter signal without enhancement that may indicate small ms plaques. Presence of areas of more significant abnormal signal in the upper cervical spinal cord on the separate cervical spine mr of the same day. On (B)(6) 2012 patient had MRI of the cervical spine resulted in 1. Stable plaque at c2-3. 2. Progressive multiple sclerosis. New enhancing and t2 hyper intense lesion at the level of the dens, near the cervicomedullary junction consistent with an actively inflamed plaque. On (B)(6) 2016 patient had digital screening mammogram with cavd resulted in no radiographic evidence of malignancy. Most recent follow-up information incorporated above includes: on 2-feb-2018: follow up from pfs & m.r.-case became incident in follow up, reporter added, patient concomitant, lab data added, historical condition added, concomitant and treatment drug added, events added as follows:- anormal bleeding(vaginal, menorrhagia), device breakage,right tube was not able to insert coil/right implant device malfunctions, ovarian pain. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage") and genital haemorrhage ("heavy and prolonged bleeding") in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device malfunction "right tube was not able to insert coil/right implant device malfunctions". The patient's past medical history included gravida ii, parity 2 ((B)(6) 1998 and (B)(6) 1999) and sinus operation. Previously administered products included for birth control: ortho-novum 35 from 2005 to 2006; for contraception: femcon. Concurrent conditions included obesity, fibroids, ovarian cyst, myelitis transverse, multiple sclerosis, chronic sinusitis, sinus disorder, ear pain, hemianaesthesia, complex ovarian cyst and endometrial disorder. Family history included colon neoplasm (father), diabetes mellitus, hypertension, colon cancer and hyperlipidemia. Concomitant products included anaesthetics (anesthesia) and ibuprofen (motrin) from 2010 to 2018. On an unknown date, the patient started aygestin at an unspecified dose and frequency. On (B)(6) 2010, the patient had essure inserted. On the same day, the patient experienced device breakage (seriousness criterion medically significant) with pelvic pain. In (B)(6) 2010, the patient experienced genital haemorrhage (seriousness criterion medically significant) and dysmenorrhoea ("extremely painful menstrual cramps with rectal pain / dysmenorrhea (cramping)"). On an unknown date, the patient experienced abdominal pain ("abdominal pain / sharp left side pain"), proctalgia ("extremely painful menstrual cramps with rectal pain / sharp rectal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia);"), adnexa uteri pain ("mild ovarian pain (before, during, and after menstruation)") and complication of device insertion ("right tube was not able to insert coil/right implant device malfunctions"). The patient was treated with medroxyprogesterone. Essure treatment was not changed. At the time of the report, the device breakage, vaginal haemorrhage, menorrhagia, adnexa uteri pain and complication of device insertion outcome was unknown and the genital haemorrhage, abdominal pain, proctalgia and dysmenorrhoea had not resolved. The reporter provided no causality assessment for complication of device insertion with essure. The reporter considered abdominal pain, adnexa uteri pain, device breakage, dysmenorrhoea, genital haemorrhage, menorrhagia, proctalgia and vaginal haemorrhage to be related to essure. No further causality assessment were provided for the product. The reporter commented: (B)(6) 2010-the left tubal ostia were lined up with the hysteroscope and essure was placed through the tubal ostia and deployed without difficulty. The hysteroscope was then lined up with the right tubal ostia and the essure was placed in the right tubal ostia without difficulty, however during the deployment process the spring hung up and the essure could not be retracted. Eventually, the majority of the spring and deployment device were removed with a small amount being left in the tubal ostia. On inspection, it appeared to be mid center spring snapped as well as tearing of the sheathing apparatus. Then filshie clips were placed bilaterally across the tubes and laparoscopic tubal ligation with filshie clips done. (B)(6) 2010 it was mentioned that received defective essure (B)(6) 2010 plaintiff continues to experience these symptoms and is currently exploring her options for the removal of the essure device. In (B)(6) 2010-left tube was positive, occluded. Right tube was not able to insert coil. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.1 kg/sqm. Ultrasound scan vagina - on an unknown date: unilateral occlusion (left tube occluded) 1 ½ weeks postoperative hysteroscopy left essure placement with btl on (B)(6) 2012 patient had m.r. Imaging resulted in minimal manifestations of ms in the brain on MRI with a few scattered areas of deep periventricular focal abnormal white matter signal without enhancement that may indicate small ms plaques. Presence of areas of more significant abnormal signal in the upper cervical spinal cord on the separate cervical spine mr of the same day. On (B)(6) 2012 patient had MRI of the cervical spine resulyted in 1. Stable plaque at c2-3. 2. Progressive multiple sclerosis. New enhancing and t2 hyper intense lesion at the level of the dens, near the cervicomedullary junction consistent with an actively inflamed plaque. On (B)(6) 2016 patient had digital screening mammogram with cavd resulted in no radiographic evidence of malignancy quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 2-jul-2018: quality-safety evaluation of ptc incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.